Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported displaced tungsten nutrition probe was assessed by head and neck cx nidya consuelo guataquira sierra, specialist in head and neck surgery. Head and neck surgery's analysis: presented dislodgement of tungsten probe and rupture of the same for which it was replaced without complication. A control x-ray was requested at 13:37pm for which it was considered an adverse event related to medical supplies tungsten probe, which apparently broke, generating a new intervention in the patient.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no photos or physical samples received for investigation. Based on all available information, we were unable to confirm the reported condition or determine the root cause. If a sample is received at a later date, the investigation will be updated accordingly. Staff has been notified of the reported condition to raise awareness. This complaint will be used for tracking and trending purposes. Device manufacture date: 06-dec-2022.